Event description:
Info indicates the valve was abandoned at implant due to a fenestration (or torn leaflet) seen by the hcp during the case. The valve was intra-operatively replaced with no pt complication reported.